Event description:
A customer reported a touchscreen working intermittently before and during a vitrectomy procedure. A system message was displayed on the screen. Following a delay greater than 15 minutes, the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).